Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on (B)(6) 2014.

Event description:
It was reported that the generator (ipg) was explanted and replaced due to unexpected longevity probable due to left ventricular (lv) lead programmed high thresholds. In addition, the lv lead would not capture in any other pacing configuration. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.